Event description:
Following a generator replacement for end-of-service (eos), the explanted generator underwent analysis by the manufacturer. During testing, a capacitor was found to exhibit an out-of-limit (higher) supply current. This current could have potentially contributed to the eos condition, although the extent of this contribution could be determined. Following the capacitor's replacement, the generator met product specifications.